Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed oversensing with strange sensing and electrogram signals in stored episodes due to electromagnetic interference (emi) caused by an ablation procedure. The device was later interrogated and found to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.